Manufacturer narrative:
On oct 25, 2008 the hand piece involved in the reported event was evaluated. During the evaluation the technician noticed that the o-rings were not properly sealed. The hand piece was repaired and returned to the customer. On oct 25, 2008 the hand piece involved in the reported event was evaluated. During the evaluation the technician noticed visual damaged ot the handle assembly. The hand piece was repaired and returned to the customer.

Event description:
It was reported by the customer that the water was leaking out of the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.